Event description:
It was reported that occlusion alarms occurred. The customer delivered smaller bolus's to address the issue, and successfully resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.